Event description:
It was reported that during a pta treatment procedure to dilate a calcified, high grade stenosis in a dialysis graft, removal difficulties were experienced. Using a 6 fr arrow sheath, the physician advanced an 8.0 x 4.0 ultra-thin sds balloon catheter to the target lesion and inflated it one time to 18-19 atm's (rbp=12 atm). Removal of the balloon catheter was then attempted, but difficulties were experienced. A second ultra-thin sds 8.0 x 4.0 balloon catheter was advanced through the same sheath, inflated one time to 18-19 atm, and again removal difficulties were encountered. The physician could feel the catheter stretching as he continued to pull on it. Since the physician had difficulty with both balloon removals, he removed the 6fr sheath and inserted a 7 fr sheath. A third ultra-thin sds balloon catheter was used to successfully complete the procedure. The patient was reported as 'fine' following the procedure; no injury or complications were reported.